Event description:
Technician found no trendelenburg/reverse trend functions.

Manufacturer narrative:
Technician troubleshoot and replace motor control board and test. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.